Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the shock not being delivered. The external paddles need cleaning. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the external paddles need cleaning. The paddles were cleaned and the device passed testing and was put back into service.

Event description:
It was reported to philips that the shock is not being delivered. There was no patient involvement.